Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 17816095. Expiration date ¿ the correct expiration date is 05/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 14 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. The affected load was released. A stryker scope, camera and cord were released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 06/26/2016 to 09/28/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Retains testing was not performed since user error was determined to be the cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated the subsequent bi was negative for growth. The assignable cause was user error. The customer reported that the label was placed over one hole prior to processing and this is where they always place the label. The IFU states that to enable the h2o2 to reach the cyclesure 24 vial, do not place tape over the holes in the cap of the vial prior to processing. The customer was retrained onsite by the fse. The issue will continue to be tracked and trended.